Event description:
It was reported that the arctic sun device failed calibration error 1 (pre-warm bypass flow error) actual value was 3300. Per wo notes, gave part number and price for new circulation pump.

Manufacturer narrative:
The reported issue was confirmed. The root cause for the reported event is a failed circulation pump. The device was not returned. Per wo notes, gave part number and price for new circulation pump. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.